Manufacturer narrative:
Conclusion/follow-up: the returned catheter was inspected and it was determined that visually the weld appeared to be adequate in that there was proper mixing of the black tip material and the shaft material. An 0.035" guide wire was interfaced with the shaft section, and after flushing with warm water, no resistance was felt. An 0.035" guide wire was interfaced with the tip section and resistance was felt but it was determined to be foreign matter from the catheter being used. Minimal elongation was observed in the tip material most probably because of one of two factors. Either the catheter was extremely stuck onto the guide wire or upon attempting to remove the guide wire from the catheters the tip section was also held and the shaft was pulled. Although the exact cause of this complaint cannot be determine it is known that the catheter had difficulty interfacing with the guide wire. The instruction for use, ic 266, states: "never advance or retract an angiocatheter or guidewire against resistance. This may cause damage to the vessel, the product, or both." The most probable cause of this condition was that the catheter was forced onto the guide wire and when removal was attempted the catheter broke into two section. Unable to determine any mfg deficiencies with the returned sample. This defect has been noted for trending. No further corrective action at this time.

Event description:
Dr was attempting to advance a 4f berenstein catheter over an 0.035" cook guide wire when he encountered tightness on the wire. Dr removed catheter and the guide wire from the body. The tip of the catheter came off at the weld while he was trying to remove the catheter from the wire outside the body.